Event description:
After placement of the zenith endovascular graft, post angiogram revealed a proximal type I endoleak. The proximal sealing stent was re-ballooned, and a resolve to the endoleak was observed. A second post angiogram noted a kink in the contralateral leg graft, due to the noted curve within the vessel. Another manufacturer's stent was deployed at the site of the lumen impingement, and ballooned several times. After implantation of the stent, the flow through the graft was greatly improved. At the conclusion of the procedure, a successful exclusion of the aneurysm was viewed, and good flow through the graft to the native vessels.